Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections e2 and e3 were corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing issue could not be determined. It is possible that the user¿s understanding on device handling and reprocessing steps differed from recommendation by olympus. Olympus has already conducted training on correct device handling at the facility. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿attach the leakage tester connector of the leakage tester (mb-155) to the output socket of the maintenance unit (mu-1). Turn the maintenance unit on.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus technical assistance center (tac), that the evis exera iii colonovideoscope was not reprocessed correctly. It was noted that the customer was not leak testing with a working leakage tester. The leakage tester mb-155 was not connecting correctly to the maintenance unit mu-1, thus not getting any air in the leakage tester. The issue was found during reprocessing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the site noted that aspiration was not performed after brushing and before flushing the endoscope channels. The revital-ox resert high level disinfectant (hld) was unlabeled, with a syringe inside and looked like bioburden floating in the hld. Additionally, the customer was rinsing the scope in the sink after hld. Tac performed a scope reprocessing and infection control in-service for the staff. It was also noted that the customer used an automatic endoscope reprocessor (aer) to reprocess their scopes. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.